Event description:
(B)(6) customer alleged to have purchased a us contour next usb meter at their local store in the year 2011, which was set to mg/dl units. No adverse event alleged. Customer was advised to return the meter for investigation. A new meter was sent to him.

Manufacturer narrative:
Returned meter was confirmed to be a us meter . It was likely the meter was made available to the (B)(6) pharmacy after it left bayer control.